Manufacturer narrative:
1644408-2021-01173 was reassessed and determined to be non-reportable.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 6.2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reimplanted to the patient and not made available to djo surgical for examination. This investigation was the second stage of a two stage process to alleviate a patient previous infection. Upon determination that the infection is under control and the tissue is normalized, the construct is removed and new components are implanted. This complaint was to remove an antibiotic construct and replace them with new components. There was no product problem and the surgery was completed as intended, no further action is necessary customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - removal of spacer implantation of and reimplementation of hardware. Stage 2 infection prior.